Event description:
I have a medcomp dignity port which was inserted on (B)(6) 2022 for the purpose of receiving chemo, immunotherapy, blood transfusions, etc. It was inserted because my veins were extremely hard to access. While I was an inpatient at (B)(6) hospital in (B)(6),the port ceased to function. It would neither allow blood to be drawn out nor meds to be infused into me. The nurses attempted several times to unclog the port with anticoagulants but could not succeed. Today I went to the (B)(6) center and needed a complete removal of the device and an insertion of a new device on my other side. It apparently failed prematurely. It is a dignity CT implantable port. Ref (B)(4). Lot mqav810. FDA safety report ID# (B)(4).